Manufacturer narrative:
Additional narrative: this complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A search of the complaints database identified no previous complaints involving the lot numbers of the products involved in this complaint.a review of the manufacturing records for lot numbers dw4f94000, d21bx4000 and 2978094 found no anomalies that would have caused the reported incident.based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated.depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
The initial tka was performed on (B)(6) 2010.on (B)(6) 2014, the surgeon reported that loosening of both the femoral and the tibial implant was confirmed. Although the patient showed no sign of infection, the cause of the loosening has not yet identified.it is currently planned that the patient will be revised on (B)(6) 2014.